Event description:
Stent was successfully deployed. The tip of the delivery system got caught on the stent inside the biliary tract. When the physician was unable to advance or withdraw the device, a great deal of tension was placed on the tip and it separated from the delivery system. Physician was unable to retrieve the separated tip due to the location. At this time, the physician has chosen to let the section pass through the pt naturally.